Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure the 3.00x20mm taxus express2 drug eluting stent (des) was unable to cross the tortuous and highly calcified lesion. No pt complications were reported. However, returned product analysis revealed that the distal edge of the stent was damaged and the tip was slightly flared.

Manufacturer narrative:
Following a device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the distal edge of the stent was damaged and the tip was slightly flared. Two struts on rows one and two from the distal edge were raised proximally. This type of damage is consistent with the delivery system encountering some form of restriction. The tip damage is consistent with guidewire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used. The most probable root cause of this complaint can be attributed to operational context.